Event description:
It was reported that the user experienced a low blood glucose while using a libre 3+ continuous glucose monitor (cgm) in conjunction with the ilet bionic pancreas after announcing a regular-sized breakfast for a meal that contained fewer carbohydrates, which led the system to deliver a breakfast insulin dose and contributed to hypoglycemia with a reported value of 53 mg/dl. The user later consumed dinner and treated with oral carbohydrates, and glucose rose to within range. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included use of oral glucose as an unexpected medical intervention. Investigation included interviews with the user and analysis of the information provided. Investigation of this case revealed no device problem, with a usage problem identified related to an improper or incorrect procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.